Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient demonstrated dizziness and shortness of breath. High pacing impedance was noted on the right ventricular lead. Subsequent x-ray showed that the lead tip was not fully visible in the device header. A setscrew problem was suspected. The lead was re-inserted into the device header, after which lead parameters were noted as being within normal ranges. The lead and device remain in use. No further patient complications have been reported as a result of this event.